Manufacturer narrative:
According to the facility on (B)(6), "multiple times the 25g x 1" needle would not go on the prefilled syringe and fall off right away. After administration it stayed in the residents' arm when I attempted to remove, or when I attempted to engage the safety cap it would fall off the syringe" the facility stated this occurred on multiple patients of various ages and weights. The facility stated that the issue "made it more difficult to administer the vaccine in a safe manner" and that there was leakage of medication at times. In regard to how the individuals are doing now, the facility stated no problems have been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), "multiple times the 25g x 1" needle would not go on the prefilled syringe and fall off right away."